Manufacturer narrative:
Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and one non-conformance was raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Initial reporter name and address: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Medical device lot #: 1242719, medical device expiration date: 2026-09-30, device manufacture date: 2021-08-30. Medical device lot #: 9343317, medical device expiration date: 2025-01-31, device manufacture date: 2019-12-09.

Event description:
It was reported by the customer that during use of the, bd insulin syringe with bd ultra-fine¿ needle, the plunger rods are difficult to move through the barrel of the syringe. The following information was provided by the initial reporter: "material no. 324910 batch no. 1242719, 9343317. It was reported by the investigators that syringes have plungers separated from their stoppers and also some syringes have plunger rods that are difficult to move through the barrel of the syringe. Verbatim: the customer has returned the samples for (B)(4). Among the syringe samples returned, 3 have plungers that have separated from their stoppers. It was also noted that 20 other syringes have plunger rods that are difficult to move through the barrel of the syringe. A new complaint will need to be opened to cover these incidents."